Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent changed out the pod, gave water and gave manual injections. The ketones were large.

Manufacturer narrative:
Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during its run. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.